Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).

Event description:
Customer reported that the surgeon attempted to repair meniscus and both anchors (t1 and t2) deployed at the same time. Surgeon removed t1 and t2 and suture assembly with a grasper and utilized fastfix ultra to complete the repair.

Manufacturer narrative:
Evaluation. Devices were returned in the one package making lot identification prohibitive. All five devices have no ts or suture on their insertion needles. No ts or suture were returned for examination. Three of the five devices have dramatically bent insertion needles. The actuators on two of these devices are protruding from the end of the insertion needle; the additional bent devices actuator is in its t2 post deployment position indicating a complete deployment. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. The additional two devices show their actuators are in the pre t2 position indicating a deployment of t1 and pre-deployment of t2. Functional assessment was performed for proper actuator advancement and cycling, devices functioned as intended. Two of the five devices show evidence of pre-deployment of t2. (B)(4).